Event description:
Add'l info rec'd from MFR 10/21/03: the catalog number is unknown. The lot number is unknown. The MDR number assigned to out report is 2520274-203-00034.

Event description:
Pt admitted in 2003 for removal of broken plate and screws which were placed in 2003 due to fx proximal right ulna. Pt had nonunion with failed plate fixation. Fx of proximal right ulna. They had a replating of right ulna done.